Event description:
A male young adult (pediatric patient) with severe aortic stenosis and congenital heart defects, underwent aortic valve replacement (avr) approximately two years ago with a 25 mm sorin mitroflow valve with an aortic root enlargement using bovine pericardial and autologous pericardial patches at an outside hospital. The patient experienced accelerated calcific degeneration of the valve with resulting stenosis. A transthoracic echocardiography performed approximately 5 months ago revealed a bioprosthetic valve with severe stenosis. Approximately 2 months ago he underwent a complex re-operative aortic valve replacement with a mechanical valve. At the surgery, the bioprosthetic valve was noted to be highly calcified. There was speculated calcium on the valve that was suctioned free to prevent any debris from coming loose.